Event description:
During a total knee procedure, test drills were used to retain cutting block while femoral was made. After cuts were made, twist drills were pulled using a pin puller. Upon post op x-ray, two twist drills were noted as broken in the femur. The bits were noted to be in hard bone. A second surgery is not being performed to remove the bits. The pt has been notified.